Event description:
It was reported that the patient was experiencing uncomfortable stimulation in the groin and genitalia. It was also reported that the ipg was holding a charge for lesser time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.